Event description:
The customer reported that the 9600 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was installed during the service call.